Event description:
It was reported to philips that the images on the flexvision monitor were dark, so the procedure was completed on another system. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the coronary procedure was completed on the same system by auto restarting of geometry for few seconds. The philips field service engineer (fse) inspected the system onsite and found the flexvision tv monitor was operating with factory default settings. The fse changed the configuration to the user settings, after which the flexvision screen functioned normally, and the system was fully operational. After restoring the settings, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. A scenario where the procedure can be completed on the same system, is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome.